Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not enter set up mode. The front panel/keypad board needs replacing on the device. The device did not pass testing. The customer does not want any repairs done to the unit and it will be returned unrepaired.